Event description:
The customer contact reported that the pump did not sound an audible alarm tone during an alarm condition. It was reported that prior to pt use, channel 3 of the pump did not sound an audible alarm tone during an alarm condition. The device was removed from clinical service. Therapy was initiated using a replacement device. There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.